Event description:
Report rec'd that a pt experienced an event associated with wear of this lens and the use of ciba vision aquify lens care solution. The pt saw thier primary eye care practitioner with a complaint of red eye and was diagnosed with conjunctivitis. The pt was prescribed medication to use for 10 days and instructed to discontinue lens wear. The pt returned for a follow-up visit and at that time the primary eye care practitioner diagnosed a corneal ulcer o.s., prescribed drops and referred the pt to an ophthalmologist. The ophthalmologist reports that when the pt was first seen, the pt had been on antibiotic therapy for 3 weeks with no improvement. The pt was diagnosed with a central, infectious corneal ulcer o.s. The pt is still under treatment. The ulcer is slowly resolving with possible corneal transplant mentioned.